Event description:
It was reported that the home patient (hp) had a system error 2367 (air in tubing) on the homechoice (hc) during drain 4 of 4 while the hp was connected. The technical service representative (tsr) assisted the hp with clearing the alarm by cycling the power. The tsr explained that the supplies were compromised. The hp was going to finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted.